Manufacturer narrative:
A review of the provided material number found that it was missing characters. Once the material number was correctly identified, the lot number was validated and the material/lot number added to the grid.

Manufacturer narrative:
D. Batch number [3027452] was provided by the customer. It was not found for material number [388311] h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte catheter tip is damaged. The following information was provided by the initial reporter, translated from spanish to english: catheter 24 that at the moment of puncturing the patient the plastic covering the probe is damaged, bevel not conical is identified.

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 3027452. Although no quality notifications or non-conformity reports were documented during the production process, a corrective maintenance action was performed during the manufacturing period. The maintenance action performed various adjustments and alignments that may have been related to this defect. As samples were unavailable for this event, a thorough sample analysis could not be completed. It was determined that the probable root cause is related to the formation of the catheter tip in the assembly process. A corrective and preventive action plan has been initiated to further investigate this issue and prevent any reoccurrence. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.